Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification with slight damage noted on the patient adapter. Functional tests performed included leak testing, clear passage test, clamp function test and integrity of seal surface with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was small gap between actual sample of patient adaptor and titanium adaptor. The transfer set was changed to resolve this issue. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.